Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted right common femoral arteriotomy closure after a diagnostic left heart catheterization. The device was difficult to remove. The safety release button was activated and the vessel locator button was toggled. Counter traction was applied and the device was manually removed. Reportedly, the vessel locator wings had not fully retracted. Hemostatis was achieved with manual compression and the pt was kept overnight for observation. The pt was heavy and had a large, firm abdomen. There was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the device was returned in the fully deployed state with partially collapsed, bent vessel locator wings (vlw) that had not fully retracted. The condition of the vlw may have contributed to the difficult device removal. All other observations of the device indicated normal device operation. No other abnormality was noted and no mfg issue was detected. A specific root cause for the partially collapsed vlw could not be found. A review of the device history record for this lot did not produce any findings relevant to this report.